Event description:
It was reported that this pacemaker system triggered a lead safety switch (lss) due to pacing impedance measurements high out of range on the right ventricular (rv) lead. Technical services (ts) reviewed and provided assistance. The rv lead is not a boston scientific product. This device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.